Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. In addition, the customer reports experiencing symptoms of hyperglycemia such as "tingling in toes, weak and soreness in joints, extreme dryness in mouth, and urinates frequently." There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.